Event description:
During use of the roller pump for a cardiopulmonary bypass procedure, the device intermittently moved with a jerky motion. The pump was being used as the source of suction for surgical site clearance at the time. There was no reported adverse consequence to the patient as a result of this event.